Manufacturer narrative:
The insulin pump was received stuck in failure of flash memory alarm loop and new software release detected error loop; problem was isolated to mother board. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive "new software release detected" alarms and was not able to clear. When customer attempted to clear, a "failure of flash memory" alarm was received and then a "new software release detected" alarm was received again. Customer's blood glucose was unknown.